Manufacturer narrative:
Product complaint #: (B)(4). The device catalog number is unknown; therefore, UDI # is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that "patient states she has had a nerve conduction study test recently and was told she has permanent damage, neuropathy and foot drop on the rle. Patient was informed her customer concern response letter was mailed today. She has no further concerns at this time."

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation. Trough follow up it is now understood there is no allegation associated with this product malfunction. No visible damage or anything indicative of a device nonconformance was found during the investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the investigation was not able to retrieve the required lot code. Added: a3, d10 concomitant.